Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that the geometry movements were not fully functional. Review of system log file does not show geometry not fully starting malfunction but there is a user message of geometry emergency stop activated. Upon troubleshooting, rse found the issue was due to stuck button on geometry tableside module. The issue was resolved by rse on call. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movements were not fully functional. No harm has been reported to philips. Philips has started an investigation of this complaint.